Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not clear when the alleged meter issue first began. On an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿280, 110, 101, and 270mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to csr¿s documentation, the patient typically takes 3 units of humalog, however on (B)(6) 2014 (at 8am) the patient reportedly administered 6 units of insulin and a minute later, reportedly developed symptoms of dizziness and shaking. The patient denied testing her blood glucose with another device after the alleged meter issue occurred. It would have been helpful to know the following: the patient¿s testing frequency, normal blood glucose range, and diabetes management; the patient¿s blood glucose reading (with the subject meter) prior to administering the 6 units of insulin; the type of treatment the patient administered after her reported symptoms occurred; and what the patient believed could have caused her to develop symptoms a minute after administering the insulin. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.